Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, and no foam particles were noted in the airpath, yet foam degradation was noted. Additionally, the device was scrapped.